Event description:
Additional information was received from a manufacturer representative (rep) on january 9th, 2020, the patient did not fall and the cause of the impedance issues were not determined. The device was reprogrammed on the 8/15 lead in order to resolve the issues. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a change of therapy and met with the manufacturer representative (rep). They reported seeing the following impedance issues: 1, 3, 4, 12, and 15 all showed red. The rep ran a connectivity check and it showed 0, 1, 2, 3, 12, and 15 as red. It was explained to the rep and the patient that this may occur based on how the connectivity check works in relation to impedance check. The rep ran the impedance again and 4 was green. It was explained that it was not completely unreasonable to have one single contact fall within the bounds of testing that would show a green mark for impedance. The main issue was the patient had therapy issue related to these impedance as the patient was programmed using on or mote of the contacts. The rep programmed on 8-15 lead, the patient was happy, coverage was obtained. It was also noted that the patient had a couple falls that may have prompted this issue. Furthermore, it was reported that the patient had an rm04 system problem message when recharging. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.